Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug (1 mg/ml at 0.1 mg/day) via an implantable pump. It was reported that the pump had flipped (unknown reason). The physician will be performing a pocket revision surgery on (B)(6) 2025 to resolve the issue. The cause of the event was unknown. The issue was not resolved. 2025-07-16 mpxr1323936.1 (rep): additional information was provided from a company representative (rep) stated that the correct date for the pocket revision was on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that according to the patient, they felt the pump flipped while they were laying in bed trying to change positions. The patient did not sustain a fall nor was involved in any type of strenuous activity. The issue was now resolved.